Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (unable to charge a battery pack) was confirmed. Upon investigation however, the charger was not powering on due to the l4 and l601 being knocked off of the bedside board. The root cause of the damaged l4 and l601 was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery pack.